Manufacturer narrative:
Date of event and explant date is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000153390. During processing of this complaint, attempts were made to obtain complete event and patient information. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken in 2025 wherein the system was explanted to address the issue. It is unknown which lead caused ineffective therapy.